Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed. A ticket search by lot did not identify an increase in complaint activity for the current issue. Review of tracking and trending for the alinity I ca 19-9xr assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for lot number 68328fp00. The device history review did not identify any non-conformances, deviations, or potential non-conformances for the lot number. Labeling was reviewed which adequately addresses the current issue. In house accuracy testing was performed to evaluate the performance of the reagent lot 68328fp00. An internal ca 19-9xr panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Based on the investigation, no systemic issue or deficiency with the alinity I ca 19-9xr assay for lot 68328fp00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely positive alinity I ca 19-9xr results for a male patient. The following results were provided: (B)(6), initial result = 468.99 u/ml, repeat results = 101.35 u/ml, 109.42 u/ml no impact to patient management was reported.

Event description:
The customer observed falsely positive alinity I ca 19-9xr results for a male patient. The following results were provided: sid: (B)(6) initial result = 468.99 u/ml, repeat results = 101.35 u/ml, 109.42 u/ml. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number: 8p32-20 that has a similar product distributed in the us, list number: 8p32-21 / 31, with 510k/PMA/bla number: k052000. All available patient information was included. Additional patient details are not available.